Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: switch3 had a cut; suction cylinder had no color; switch1 had a scratch; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; due to damage on charging coupled device unit, foggy image occurs; image guide protector is damaged; distal end cover had foreign objects; light guide lens had a crack; connecting tube has a buckling; due to a crack on video connector case, water tightness is lost; and electrical contact of video connector has corrosion. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope distal end had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with correction to e2 and an update to h3,h4, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. A definitive root cause could not be determined. The foreign material was possibly not removed since the reprocessing was not conducted properly for insufficient water tightness due to crack on the video connector case. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.